Event description:
A malfunction was reported on a customer's insulin pump. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.